Manufacturer narrative:
H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a patient was being treated for a thoracic aortic aneurysm, located distal of the right subclavian artery (rsa), using a gore® tag® thoracic branch endoprosthesis (tbe) system of components and gore® tag® conformable thoracic stent graft with active control system (ctag) devices. The patient had an aberrant rsa and a bovine double carotid. A previous aortic surgery had tied off the rsa and bypassed from the carotid. In this surgery, the tbe aortic component was place covering the rsa, with the side branch portal towards the left subclavian artery (lsa). Ctag devices were then planned to cover the aorta down to the celiac artery. The aortic component was successfully advanced and deployed. The side branch was then successfully advanced and deployed. However, when trying to remove the delivery catheter, the leading olive got stuck in the portal. The physician attempted to apply tension from both ends but was unable to get the device unstuck. The physician then attempted to break off the olive tip in the portal, but was unable to do so. Then, the fellow pulled hard on the catheter, which shifted the entire system (aortic component and side branch) 4 cm distally. At this point, the physician was able to break off the olive tip and remove the delivery catheter. The physician decided to implant additional ctag devices up through the arch, covering the tbe aortic component, side branch, and olive tip, and using a chimney technique to keep blood flow into the lsa. The patient tolerated the procedure, and there were no endoleaks or narrowing of the aorta by the relined tbe devices. No angiograph images are available.